Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the green angio-seal arteriotomy locator was bent. Additional information was received on 08jan2020. Once the angio-seal package was opened, it was noticed that the arteriotomy locator (sheath dilator) came bent in the package. Another angio-seal was opened and used.